Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision xtra xceed meter were reviewed and the dhrs showed the precision xtra xceed meter passed all tests prior to release. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips meter passed all tests prior to release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. It was further reported that on (B)(6) 2019, the customer experienced dizziness and could not walk. Customer's husband took her to the emergency room, where a blood glucose reading of "approximately 200 mg/dl" was obtained on a hospital meter. A healthcare professional injected the customer twice with insulin (dose/type unknown), and the customer was hospitalized for 5 days where she was continuously given the "2 shots of unknown name and dosage of insulin". Customer was also prescribed baby aspirin and atorvastatin (cholesterol medication). Customer was discharged on (B)(6) 2019. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to her adc blood glucose meter turning on with button press but not with test strip insertion. It was further reported that on (B)(6) 2019, the customer experienced dizziness and could not walk. Customer's husband took her to the emergency room, where a blood glucose reading of "approximately 200 mg/dl" was obtained on a hospital meter. A healthcare professional injected the customer twice with insulin (dose/type unknown), and the customer was hospitalized for 5 days where she was continuously given the "2 shots of unknown name and dosage of insulin". Customer was also prescribed baby aspirin and atorvastatin (cholesterol medication). Customer was discharged on (B)(6) 2019. There was no report of death or permanent injury associated with this event.